Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device had foreign material stuck in the device. However, the device was returned without reprocessing. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.